Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on the charged coupled device unit and a shaved electrical contact of the video plug section, which resulted in image noise so the image could not be displayed. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip, and the video connector had a scratch and a crack. Additionally, the following components had a scratch: the control unit, the grip, the upward/downward plate, the right/left plate, switch 1, the right/left lever, the angulation lever, the light guide connector, the light guide-cover glass, the video connector case, and the bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device led to damage, such as a disconnection, to the image sensor unit or to a part mounted on the electrical circuit board, such as integrated circuit chips or capacitors. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system [inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an abnormal image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the charged coupled device unit and because the electrical contact of video plug section was shaved, image noise occurred and an image could not be displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.